Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera gastrointestinal videoscope image was partially blurry. The reported issue occurred during a diagnostic gastroscopy procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. Upon further inspection, it was observed that the switches were aged by deterioration or discoloration from chemical stress during reprocessing or physical handing. It was also observed that the protector was damaged by deterioration or discoloration from chemical stress during reprocessing or physical handing. Also, the angles were insufficient due to a stretched angle wire. Lastly, the suction cylinder was worn, and a scrap was observed due to physical handling with a cleaning brush. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Related case - (B)(6) evis lucera gastrointestinal videoscope, model gif-q260/ 2151130.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced. Olympus will continue to monitor field performance for this device.